Manufacturer narrative:
The customer did not provide the weight for either patient and the age of patient 2 was also not provided. Service was dispatched to the customer site. The field service engineer (fse) ran a high sensitivity system check which failed the foam portion due to occasional fliers. The fse noted the aspiration rate for aspirate probe 1 was slower than the rate for the other two probes. Upon inspection the fse noted an issue with the peri-pump tubing. The fse replaced the peri-pump tubing and ran a passing high sensitivity system check, and qc. Service activity performed was verified to meet the specified requirements per established procedures.

Event description:
The customer reported non-reproducible, high troponin I (access accutni+3 immunoassay) results for two different patients on the site's unicel dxi 800 access immunoassay system (serial no. (B)(4)). Per customer procedure all elevated results are repeated. Following the non-reproducible results the samples were then repeated on the site's access 2 immunoassay system and generated lower results. Only one erroneous result, patient 1, was reported outside of the laboratory. The physician questioned the result and correction was then reported out of the laboratory. There was no report of injury or change of patient treatment associated with this event. The samples were collected in lithium heparin plasma tubes with separators and were centrifuged on the automation line. The centrifuge time and speed were not provided by the customer. The customer visually inspected each sample and did not see fibrin or any other visible issues and the sample draws were not short draws. No other discrepant values were noted with any other assays. Quality control (qc) and system check were run per customer protocol and recovered within range prior to the event.